Manufacturer narrative:
Concomitant product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0tjag, implanted: 2015-(B)(6), product type lead. (B)(4)

Event description:
The consumer and the health care provider (hcp) reported that the patient had persistent headaches and high blood pressure since implant ((B)(6), 2015). The patient did not feel stimulation. The hcp wanted to do a head MRI to diagnose the headaches. The headaches and high blood pressure were sudden and occurred (B)(6), 2015. The patient was seeking a facility that could perform an MRI on him with his interstim therapy. The headaches have gotten progressively worse so he needed an MRI done as soon as possible. If the patient did not find a place to get his MRI done safely with his implant in he would request his hcp to remove the device so that he could get the MRI done. The indication for use (IFU) was gastrointestinal/ pelvic floor.